Event description:
Per the clinic, the patient was explanted due to a device failure. The clinic was unable to provide documentation to confirm or deny device failure. Patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.